Event description:
The balloon catheter was being utilized in a dialysis fistula to increase the opening. The balloon was inflated to 23 atm's and ruptured. The balloon then bunched up and could not be removed from the pt. The balloon appeared to have fragmented on the shaft. The physician went in with a snare and retrieved the balloon catheter segments.